Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. No button error alarmed during testing. The pump was unable to perform the displacement test due to no button response. The time is advancing properly. No time clock anomaly was noted. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 80-90 mg/dl. The customer stated that none of the buttons are working. The customer was advised to press the act and escape button. The customer stated that nothing appeared on the screen. The customer stated that there are no open or closed circles on top of the screen. The customer stated that the pump was in his pocket in a pair of pajamas and he was very careful with his pump. Customer was advised to discontinue use of the device and to revert to a backup plan.